Event description:
It has been reported to philips that the azurion device would not start. The system was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system would not start. The rse initially found that the mpdu controller seemed to be defective and later confirmed that customer did not wait for the initialization sequence to finish before trying to power on the system. After the completion of initialization sequence, the system powered on normally and was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. As per the user's command, the system was not booting up, which was not starting as per intended. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable the codes were updated based on the investigation outcome. Evaluation method code was corrected.